Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient reported experiencing jumpy dexcom readings and performed a fingerstick comparison; however, he declined to disclose the fingerstick results. The dexcom readings fluctuated from 400 mg/dl to 35 mg/dl and from 250 mg/dl to 40 mg/dl consecutively. The patient reported presenting himself to the hospital following the incident due to symptoms of a severe headache and seizure-like activity. However, he declined to provide further details regarding the hospitalization and how long he stayed at the health care facility. He confirmed administering an insulin injection after noticing that the dexcom sensor was providing inaccurate readings and after experienced symptoms but declined to disclose the dosage administered. At the time of the report the patient was doing fine. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of seizure.